Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post-implant. A revision procedure was subsequently performed and the physician chose to explant the lead to implant an active fixation lead. No adverse patient effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts and electrocautery marks in the lead insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout the testing were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.